Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported to be non tortuous and no calcification. It was reported that the physician had delivered the bifurcated stent graft and upon a aggressive removal of the delivery system the stent graft was pulled down approximately 15 mm. The cause of the graft pull down may be related to the aggressiveness from the physician during the removal of the delivery catheter. The physician elected to place an aneurx aortic cuff. Final angiogram had good results. No additional clinical sequelae were reported and the patient is fine.